Manufacturer narrative:
Event and therapy dates are estimated. Further information requested(weight) but not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 1627487-2020-23027. It was reported patient was experiencing ineffective stimulation and found to have high impedances. To address the issue patient underwent surgical intervention wherein the ipg and lead were explanted. Reportedly effective therapy was restored.